Manufacturer narrative:
The wireless connection with the base station was re-established after restarting the allura system. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. Philips has attempted to obtain patient information. Patient information was not obtained due to privacy laws.

Event description:
It has been reported to philips that during a planned procedure the wireless footswitch connection failed. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.